Event description:
On (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure, a gore excluder aaa endoprostheses. During the procedure, a gore excluder aaa endoprosthesis contralateral leg component was advanced to the location for deployment. The physician pulled the deployment knob and the deployment string came out of the device. The device did not deploy. The physician was able to encapsulate the device back into the sheath and withdraw the device from the pt, inside the sheath. Another contralateral leg component and iliac extender component were used to complete the procedure. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specified.